Manufacturer narrative:
P-cap or reservoir locks properly into place. After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify frozen screen, perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Frozen display persisted even after removing and re inserting battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.